Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including full functional testing and pacer stress testing using test accessories without duplicating the report. Review of the device log found no critical error messages related to the customer's report. The device was recertified and returned to the customer. There are multiple factors outside of a device malfunction that can occur during normal operation of the device that includes, but is not limited to: poor connection between the pads/multifunction cable/cprd adaptor/device, poor connection between the ECG electrodes and simulator, or faulty multifunction cable, pads, cprd adaptor, or ECG cable. The multifunction cable, pads, cprd adaptor, or ECG cable used during the report were not returned. Analysis of reports of this type has not identified an increase in trend.